Event description:
The rental unit did not meet a performance spec while being prepared for a pt. The driver displacement indicator (ddi) display did not stay centered. The pt was not compromised at all.